Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have been year 2000. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was initially reported that patient underwent bilateral wavefront guided lasik (idesign) carried out with mechanikal keratome in (B)(6) 2015 and presented post op with overcorrection and visual disturbance post op. During follow up with the account they reported the following: right eye pre-op refraction: -3.00 sph -1.00 cyl x 93. Pre-op patient records shows a mild inferior steepening superior/inferior asymmetry for right eye. Thinnest point appears slightly displaced in an inferior and temporal fashion, located at less than 1 mm in any direction. In the early days of 2018 this patient shows a residual refraction in the right eye (+0.75 sph -1.00 cyl. X 100). Corrected and/or uncorrected visual acuities post initial surgery have not been provided. During follow up visit in (B)(6) 2018 patient records shows steepening of the cornea. Retreatment pre-op manifest +0.75 -1.50 x 100 in (B)(6) 2018 an enhancement (flap lift ) of the right eye is carried out using idesign guided ablation. Two weeks after the enhancement the patient shows a refraction of -2.00 sph with best spectacle corrected visual acuity (bscva) of 20/20. His topographies shows an increased inferior steepening compared to previous measurements. The posterior elevation of the cornea is slightly higher compared to previous scans as well. Patient shows the typical findings of an early post lasik ectasia and medical intervention is recommended.